Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue of a user error (turned off incorrect infusion) was confirmed based on the log analysis findings. The system was initially powered on (B)(6) 2024 at 2:19:43 pm and a review was performed on the last observed records. The error log did not show any errors or malfunctions from the suspect pcu or pump modules that can be related to the reported event. (B)(6) 2024: at 2:19:43 pm user programmed drug ID=481 (norepinephrine) drug amount=4mg/250ml; rate=19.2375ml/hr vtbi=250ml; dose=0.05 micro g; patient weight=102.6kg. Beginning at 2:38:35 pm there were three dose changes (0.07ug, 0.09ug, and 0.011ug) made with the last dose change made at 2:51:29 pm. At 3:31:04 pm user change rate to 57.7125 ml/hr. Beginning at 3:49:51 am there were three patient side occlusion alarms with three dose changes (0.17ug, 0.15ug, and 0.17ug) with the last dose change occurring at 7:18:21 pm at 10:49:24 pm pump completed the infusion, and user entered a vtbi=20ml, at 10:55:36 pm user entered a vtbi=200ml. (B)(6) 2024: at 1:14:17 am user change dose to 0.16 micro g from 1:43:34 am - 1:48:02 am there were four (4) pump alarms of occluded patient side occurred after 44 second user pressed restart key beginning at 2:01:47 am there were three dose changes (0.15ug, 0.20ug, and 0.30ug) with the last dose change occurring at 2:57:02 am. At 2:33:10 am user pressed channel off key successfully then restart the pump at 2:55:46 am at 3:03:05 am user change dose to 2 micro g, soft guardrail dialog appear (dose above maximum =0.5), user accepted at 3:04:03 am user pressed channel off key (invalid key press). At 3:05:39 am infusion was completed, and user programmed a vtbi=5ml, soft guardrail dialog appear (dose above maximum =0.5), user accepted. At 3:06:09 am user programmed a vtbi=200ml. At 3:20:21 am user pressed the channel key off and turned off the device. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. Root cause: the probable cause for the reported issue (the incorrect infusion was turned off) is user programming. Programming of norepinephrine with the same reported concentration and parameters was found to have been manually programmed and the customer report of a user error was confirmed, since at 2:33:10 am the user pressed the channel off key successfully then restarted the pump at 2:55:46 am. The suspect and concomitant devices passed performance testing, and the complaint investigation did not find any evidence that would attribute the reported event to a malfunction or other functional problem with the devices. Note that this report lists imdrf annex a0404, a0709, c17, c16, d07, d0301, g0301204, g0301201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that an 80-year-old patient was receiving the following infusions due to admitting diagnosis of septic shock: levophed (4mg/250 ml normal saline at 0-2mcg/kg/min.), vasopressin (0.03 units/min.) And dextrose 10% infusion at 25ml/hr. However, the incorrect vasoactive drip (levophed) was reportedly turned off. Due to the event, the drip had to be restarted and titrated up. The patient reportedly expired. Bd received additional information. Per customer (assistant nurse manager, intensive care unit), the event was due to use error - levophed was turned off by mistake but should have been left infusing. It was reported that the "employee thought she stopped zosyn and disconnected line from the patient." The event occurred on 28 october 2024 approximately between 0200-0300. The patient reportedly passed away on 28 october 2024 at 0321. Per report, the primary cause of death was septic shock, and the secondary cause of death was acute pneumatosis/toxic megacolon.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an 80-year-old patient was receiving the following infusions due to admitting diagnosis of septic shock: levophed (4mg/250 ml normal saline at 0-2mcg/kg/min.), vasopressin (0.03 units/min.) And dextrose 10% infusion at 25ml/hr. However, the incorrect vasoactive drip (levophed) was reportedly turned off. Due to the event, the drip had to be restarted and titrated up. The patient reportedly expired. Bd received additional information. Per customer (assistant nurse manager, intensive care unit), the event was due to use error - levophed was turned off by mistake but should have been left infusing. It was reported that the "employee thought she stopped zosyn and disconnected line from the patient." The event occurred on 28 october 2024 approximately between 0200-0300. The patient reportedly passed away on 28 october 2024 at 0321. Per report, the primary cause of death was septic shock, and the secondary cause of death was acute pneumatosis/toxic megacolon.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a user error (turned off incorrect infusion) was confirmed based on the log analysis findings. ¿ the system was initially powered on (B)(6)2024 at 2:19:43 pm and a review was performed on the last observed records. ¿ the error log did not show any errors or malfunctions from the suspect pcu or pump modules that can be related to the reported event. ¿ (B)(6)2024 o at 2:19:43 pm user programmed drug ID=481 (norepinephrine) drug amount=4mg/250ml; rate=19.2375ml/hr vtbi=250ml; dose=0.05 microg; patient weight=102.6kg. O beginning at 2:38:35 pm there were three dose changes (0.07ug, 0.09ug, and 0.011ug) made with the last dose change made at 2:51:29 pm. O at 3:31:04 pm user change rate to 57.7125 ml/hr. O beginning at 3:49:51 am there were three patient side occlusion alarms with three dose changes (0.17ug, 0.15ug, and 0.17ug) with the last dose change occurring at 7:18:21 pm o at 10:49:24 pm pump completed the infusion, and user entered a vtbi=20ml, at 10:55:36 pm user entered a vtbi=200ml ¿ (B)(6)2024 o at 1:14:17 am user change dose to 0.16microg o from 1:43:34 am - 1:48:02 am there were four (4) pump alarms of occluded patient side occurred after 44 second user pressed restart key o beginning at 2:01:47 am there were three dose changes (0.15ug, 0.20ug, and 0.30ug) with the last dose change occurring at 2:57:02 am. O at 2:33:10 am user pressed channel off key successfully then restart the pump at 2:55:46 am o at 3:03:05 am user change dose to 2 microg, soft guardrail dialog appear (dose above maximum =0.5), user accepted o at 3:04:03 am user pressed channel off key (invalid key press). O at 3:05:39 am infusion was completed, and user programmed a vtbi=5ml, soft guardrail dialog appear (dose above maximum =0.5), user accepted. At 3:06:09 am user programmed a vtbi=200ml. O at 3:20:21 am user pressed the channel key off and turned off the device. ¿ the inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. ¿ per the bd alaris user manual version 12.1.2, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Root cause: the probable cause for the reported issue (the incorrect infusion was turned off) is user programming. Programming of norepinephrine with the same reported concentration and parameters was found to have been manually programmed and the customer report of a user error was confirmed, since at 2:33:10 am the user pressed the channel off key successfully then restarted the pump at 2:55:46 am. The suspect and concomitant devices passed performance testing, and the complaint investigation did not find any evidence that would attribute the reported event to a malfunction or other functional problem with the devices. Note that this report lists imdrf annex a0401, a230502, a1801, g04067, g02017, g0405206, c07, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that an 80-year-old patient was receiving the following infusions due to admitting diagnosis of septic shock: levophed (4mg/250 ml normal saline at 0-2mcg/kg/min.), vasopressin (0.03 units/min.) And dextrose 10% infusion at 25ml/hr. However, the incorrect vasoactive drip (levophed) was reportedly turned off. Due to the event, the drip had to be restarted and titrated up. The patient reportedly expired. Bd received additional information. Per customer (assistant nurse manager, intensive care unit), the event was due to use error - levophed was turned off by mistake but should have been left infusing. It was reported that the "employee thought she stopped zosyn and disconnected line from the patient." The event occurred on (B)(6) 2024 approximately between 0200-0300. The patient reportedly passed away on (B)(6) 2024 at 0321. Per report, the primary cause of death was septic shock, and the secondary cause of death was acute pneumatosis/toxic megacolon.